Event description:
Two nurses were administering im sandostatin-solution; was 50% administered and when pushing, medication leaked out around plunger. Small amount on patient clothes and rn clothes, possible 1 drop to rn cheek.